Manufacturer narrative:
(B)(4). The complaint sample was not available and the lot number of the product involved for this event was unk. A sales and shipping search for the client within the time frame of three months before the occurence date was done. Device history record review was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met specifications. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch confirmed the labeling, material, and process controls were within. Medical records were provided and have been reviewed by post market clinician staff and they do not contain dialysis center notes, treatment sheets or nursing notes for review. There is no documentation in the medical record that indicates a causal relationship between the pt's liberty cycler and concomitant products and the pt's peritonitis. Progress notes reveal that there are other factors including the peritoneal dialysis catheter and improper securing of the catheter that may have caused the peritonitis. The peritoneal dialysis catheter is not manufactured by fresenius.

Event description:
Based on the 5 pages of medical records information it appears that on (B)(6) 2015, this pt was sent to the emergency with abdominal pain. The pt was transferred, diagnosed with peritonitis and admitted into the hospital on (B)(6) 2015. The peritoneal dialysis registered nurse stated the cause of the peritonitis is unk. Pt was new to peritoneal dialysis and peritoneal dialysis fluid culture revealed (B)(6). Physician's assessment reveals that the pt's peritonitis is secondary to infection related to peritoneal dialysis catheter. In addition, the physician documented pt teaching of keeping the catheter clean and wrapped with gauze against his abdomen instead of freely hanging which puts him at risk for getting infected. Medical records suggest that the pt's peritonitis could have come from contact contamination, as evidenced by the physician notes and the diagnosis of (B)(6).

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) pt was doing home peritoneal dialysis when he experienced diffuse abdominal pain and noted a change in color of his dialysate. He contacted his physician who recommended that he go to the ER for further evaluation. The pt was found to have coagulase negative (B)(6) peritonitis. The pt was treated with IV ceftazidime and vancomycin.